Manufacturer narrative:
The product analysis is underway. Additional information will be submitted within 30 days of receipt. Foreign cypher product is not distributed in the us; however, it is similar to us distributed cypher product.

Event description:
A patient was admitted for coronary intervention. There was no information regarding the patient. Angiography revealed a 100%, de novo, non-calcified lesion in the mid-rca. The vessel was slightly tortuous. There was thrombus noted in the target lesion. The primary indication for the procedure is unknown; however, the procedure was an emergent case. Initially, a runthrough guidewire was advanced to the site, but did not cross the lesion. The wire was exchanged for an intermediate guidewire, which successfully crossed the lesion, and was delivered down the vessel. Aspiration thrombectomy was conducted. The lesion was then predilated with a 3.0 mm balloon. A 3.5 x 23 mm cypher stent was delivered to the target lesion and was deployed; however, the pressure did not increase smoothly. The pressure fluctuated up and down until the manometer reached 6atm; however, the balloon itself was hardly inflated. The physician managed to inflate the balloon to 8atm and the stent was deployed. When he removed the stent delivery system (sds) from the patient, he found blood inside of the balloon and confirmed the balloon rupture. Then, in order to post dilate the stent, the physician re-inserted the same balloon (cypher sds) and managed to inflate the balloon to 12atm. The stent was implanted safely and the procedure was finished. There was no patient injury reported.